Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a white fibrous foreign material such as bristles from a brush or lint from a cloth such as gauze was damaged and entered the air/water channel, clogging the nozzle. It was determined that the foreign material did not originate from the subject device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may help detect or prevent the foreign material clogging the air/water channel: "preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Single use combination cleaning brush (bw-412t): -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was an obstruction protruding from the air/water nozzle. There was worn adhesive on the light guide cover glass, optical cover glass and the distal end. The colored ring on the aspiration and air/water housing was worn. There was water leakage on the side connector causing water ingress into the device. The device failed the angulation test and required adjustment. The device failed inspection tests relating to air channel volume, water channel volume, water flow and water removal. The device also failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, channel four (4) was blocked on the evis lucera elite colonovideoscope during reprocessing. The customer changed tubes and washers twice. The procedure was completed with a similar device. There was no procedural delay associated with this event. During the inspection of the returned device, there was an obstruction protruding from the air/water nozzle, which had been attributed to insufficient cleaning. There was no patient harm reported with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.